Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that patient¿s symptoms have been worse and the patient has developed dyskinesia. The patient¿s spouse reported that the patient¿s symptoms were just slight, but have been getting worse since being admitted to rehabilitation around (B)(6) 2017. The patient was evaluated by a representative of a parkinson¿s agency who suggested that the patient be checked into the hospital. The patient's wife did so and they are not in rehabilitation for 20 days. The patient is barely able to dress themselves. The patient¿s spouse did not have the programmer with them, so they were unable to check the patient¿s device.